Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that the probe was bent causing misalignment over the hgb bath and resulting in improper dilution. The fse replaced the probe and the needle assembly to resolve the issue. The fse also found that diluent leaking on top of the reagent syringe. The fse trimmed the tubing and reattached the tubing ends, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported obtaining erroneously low hemoglobin (hgb) and hematocrit (hct) results for five (5) patients involving the coulter act 5diff cap pierce (cp). The customer also stated that the instrument needle pierced the side of one of the plastic control vials. The customer stated that all controls were wthin specifications. A review of the returned data shows that lower red blood cell (rbc), hgb, hct, and platelet (plt) results were obtained without instrument generated specific flags for five patients. The customer reran the samples on a different coulter act 5diff cap pierce instrument and the results obtained were considered correct. The erroneous results were not reported out of the lab. There was no effect or change to patient treatment as a result of this event.